Event description:
Dear (B)(6), a customer had a problem with an esm vu p.n. Msp396377 s.n. (B)(6): panel com.lost. He replaced the part and did all the tests. (B)(4).

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. No patient was connected to the ventilator at the time of the event. The root cause was determined to be a defective vu esm board. In consequence (correction) vu esm board with part number msp396377 was replaced (rga 79890). There was no patient or user harm.